Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID (B)(6)) was not returned for evaluation but a video of the event was provided leading to the lodging of this complaint. In the video, the blue cap is tightened, and the user is able to draw liquid up through a syringe through the catheter. The user then loosens the blue cap, which breaks the seal of the system, and they are no longer able to draw liquid up through the catheter with the syringe. The incomplete seal with the loosened blue cap is likely why they were unable to continue drawing up liquid through the catheter with the syringe. Additionally, without having the device back to properly test the product, no additional feedback or conclusion can be made since the only true way to test the product would be to have it back to use in the lab. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was not received for analysis and the investigation could not confirm the complaint, the video provided showed the user loosening the blue cap, which is likely what caused the inability to aspirate the liquid.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826633) failed to drain. A physician made two attempts to pulsate with no result; therefore, he decided to test the dve catheter which worked perfectly. Two more attempts was made by the physician using the syringe to aspirate through the pic catheter and since there was no success, it was discarded and used only the dve. A test was performed on the pic catheter, trying to aspirate serum, but did not work. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.